Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, unexpected restart and rf pic failed self test. The customer¿s blood glucose level was unknown at the time of the incident. During troubleshooting the alarm was not cleared and the self test failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, run current test and off no power test. No blank display noted. However, device received with high idle current, problem isolated to rf board. Device alarmed rf pic failed self test during the self test due to faulty connector defect.